Manufacturer narrative:
Surgimend (product ID 606206002) was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a ventral hernia repair was performed on (B)(6) 2020 using surgimend 20x20 to repair the defect. The surgimend mesh implanted pulled through the fascia, product was starting to go away, and the patient re-herniated. The physician performed a ventral hernia revision on (B)(6) 2020 and implanted a surgimend 4.0 to repair the hernia. Physician confirmed the patient re-herniated again and 4 days later, the surgimend was melted and gone in certain areas. A culture was performed with a negative result for infection. Other mfg report number: 3004170064-2020-00008.